Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 300-21-00 - 0mm fixed angled kit: (B)(6), 304-22-13 - 12.5mm platform fx stem right: (B)(6), 310-22-50 - cta humeral head tall, 50mm: (B)(6).

Event description:
As reported, approximately 7 months and 21 days post the initial right total shoulder arthroplasty, the patient was revised due to pain. The cta head was converted to a reverse. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6, h11. The following sections were corrected: d1, d4, d10, g4, h4, h6. D10: 300-21-00 - 0mm fixed angled kit: 7153537. 304-22-13 - 12.5mm platform fx stem right: a948688. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from an underlying patient condition, infection, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.